Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead integrity alert (lia) triggered. There were unstable and high impedance measurements along with some p-wave crosstalk oversensing episodes recorded. The lead was capped and replaced. There were no patient complications reported as a result of this event.